Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received but does not reflect full investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. A review of the share log was performed and there was no data within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.